Manufacturer narrative:
Investigation results: due to the condition of the shunt system upon receipt we are unable to investigate it. We would like to point out that the returned product was not submerged in liquid at the time of receipt and it was contaminated with bloody tissue residues. Due to this fact, the device was classified at the highest risk level to our staff. For hygiene reasons, it was not possible for us to investigate the product. Testing of valves sent in dry is of limited value. The product characteristics may be influenced by dry residues of cerebrospinal fluid or blood. Here, a check is not possible because the csf and tissue residues have already dried up. In the future please be sure to send the products with lower contamination, but not sterilized, and submerged in liquid (recommendation: isotonic saline solution, see questionnaire) to our complaints department. We could exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). We will return the product without examination to the sender. From our point of view no further regulatory actions are required.

Event description:
It was reported that a progav shuntsystem (#fv435t) was implanted during a procedure performed on (B)(6) 2018 . According to the complainant, the valve was believed to be operated in over-drainage and not further adjustable.. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years. Weight: (B)(6) kg. Height: 158 cm.